Event description:
It was reported that the nicu nurse getting low flow alert02) in an arctic sun device. As they were talking, they got an alert 113 (reduced water temperature control). Explained how the 113 was most likely triggered by the 02. They can correct the flow issues and watch for a recurrence of 113. Device was stopped at this time. Had them disconnect and reconnect using proper technique. Restarted therapy and guided to diagnostics: system hours 1092, pump hours 144, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 1 percent, flow rate (fr) was 0.4lpm. Unable to get flow rate (fr) higher using this pad. Lot number ngkx3654. Stopped therapy, drained or disconnected pad, and connected a new pad (off to the side, did not move baby yet, same lot). Got a failure to empty pads alert. Started therapy flow rate (fr) was 0.3lpm, unable to get flow rate (fr) any higher. Tried connecting both pads, flow rate (fr) was 0lpm. Checked fdl and no damage observed. Stopped therapy, drained pad, got another failure to empty pads alert, tried new device (dyfqal016). Adjusted parameters and settings (changed low water limit to 10c). System hours 3561, pump hours 205, inlet pressure (ip) was -6.9psi, circulation pump command (cpc) was 3 percent, flow rate (fr) was 1lpm. Advised to hold onto the pads for investigation, but it appears the issue was most likely related to the device. No further calls from this customer. Per follow up information received via phone on 05may2026, spoke with charge nurse who noted the patient was still on the second device. Only one pad was connected at this time and the other had been kept in the office. They noted their sales rep would be by to pick it up. Stated they've been having tons of issues with neonate pads over the months, but they were unsure if the issue was related to the device or the pads this time. They did contact their biomed to check the original device. They do not know if it's been picked up at this time. No further information is available.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.